Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j needle was exposed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing abraxane, collect the solution, then connect the injector to a vial with a protector. After preparation, when returning the drug to the infusion bag, confirm that the needle is exposed from the injector. (At this point, the pharmacy department contacted me). After collecting it and looking at the actual product, it was confirmed that the claws on the lock part were not in a normal state, so it is presumed that excessive pressure was applied when disconnecting".

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j needle was exposed during use. The following information was provided by the initial reporter, translated from japanese to english: "when preparing abraxane, collect the solution, then connect the injector to a vial with a protector. After preparation, when returning the drug to the infusion bag, confirm that the needle is exposed from the injector. (At this point, the pharmacy department contacted me). After collecting it and looking at the actual product, it was confirmed that the claws on the lock part were not in a normal state, so it is presumed that excessive pressure was applied when disconnecting"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-14. H6: investigation summary one injector connected to a connector was provided to our quality team for investigation. Through visual inspection of the product, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to verify the quality and functionality of the device. As the lot involved in this incident was unknown, a device history review could not be performed. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper deactivation. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. H3 other text : see h.10.